Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to high blood glucose levels. The blood glucose levels was 580mg/dl at the time of event and patient got treated with shot of insulin and saline drip. The duration of hospitalization was less than twenty-four hours. Patient experienced symptoms like sick/unwell, tired/weak and increased thirst. The trace ketones were found to be positive. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-02065), was submitted on 07-aug-2025. Upon completion of the investigation, the manufacturing date was updated as 02-oct-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009254 in question was manufactured at the osted site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009254". The count of complaint is 1 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6009254 was manufactured according to work instruction (wi) [80] appendix 1 batchcard for production of packaging room on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.